Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation in the wrong location following a fall onto the back, approx two weeks ago. The pt lost most of the stimulation sensation on one side of the body, where stimulation was usually received. The pt had to set the amplitude at 9+ volts in order to received a stimulation sensation. In the past, the pt received stimulation when the amplitude was set at approx 5 volts. Impedances readings were normal. Reprogramming was attempted, but did not resolve the issue. An x-ray was performed of the lead, and the lead was found to be in the same place. However, it was still believed that a lead migration had occurred. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.